Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead pacing impedance measurements decreased from 550 ohms to 200 ohms. Additionally, the shock impedance measurement could not be measured. No anomalies were noted on the x-ray. The physician suspected the lead was pinched on the clavicle. As a result, the lead was surgically abandoned. No adverse patient effects were reported.